Event description:
Pt had a left total knee replacement done in 1993. On 10/12/1998 pt underwent a revision of left total knee, for polyethylene wear. At the time of surgery it was noted that the tibial poly was obviously worn worse on the medial side than the lateral but both sides were significant delaminated and pitted although not through to the tibial base plate. MFR undeterminable, but surgeon thinks osteonics.